Event description:
Patient on high dose etoposide. It was prepared as an undiluted solution to run concurrently with a normal saline -ns at 250 ml/hr-. It was prepared in an empty excel bag with a phaseal system attached. The first bag was noted by the nurse to be leaking when she removed it from the hazardous chemical over-wrap. The nurse was gowned and double gloved when she opened the overwrap. There was a small chemo spill associated with this. The nurse felt that the pharmacy had not inserted the phaseal attachment correctly. -subsequent inspection showed that the spike of the phaseal had melted- the drug was prepared the same way a second time. The bag was hung without incident until about one and a half hours into the infusion. The nurse went to hang blood on the patient and bumped the IV pole. The spike on the phaseal broke right below the injector site and poured etoposide all over the nurse. The nurse was not gowned or gloved because she was hanging blood. She had significant chemo exposure, which resulted in a rash. This was such a large spill that it was not saved, but the nurse reports that the spike on the phaseal looked "melted". Subsequent doses of this medication were mixed without the phaseal and no further incidences were noted throughout the therapy.